Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Noise was unable to be recreated with isometrics and pocket manipulation. The impedance measurements were within normal limits. Boston scientific technical services (ts) discussed trying to recreate the noise with the valsalva maneuver. The physician will continue to monitor the patient. This ICD system remains in service. No adverse patient effects were reported.